Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer passed out. During this phone call, the customer's mother mentioned her son had been experiencing high blood and diabetic ketoacidosis. The customer had glucose levels of over 400 mg/dl for several days prior to passing. Emergency medical services came and also reported that the customer had some seizure. The product will not be returned for analysis.